Event description:
Report received of multiple independent rate changes with one device. It was reported that "a couple months ago", at an unspecified time on the day shift, the nurse programmed the pump to deliver an unspecified concentration of amiodarone at a rate of 33ml/hr. Six hours later, per the physician order, the pm shift nurse reprogrammed the pump to deliver at a rate of 17ml/hr. When the night shift nurse went to "check her pump", she noted that the pump was delivering at a rate of 33ml/hr. The pump was reprogrammed to deliver at the intended rate of 17ml/hr. At the begining of the next day shift, the nurse noted that the pump was again delivering at a rate of 33ml/hr. The pump was removed from clinical service and the physician was notified. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required.